Event description:
Filter during continuous renal replacement therapy (crrt) clotted and registered nurse (rn) unable to return blood to patient after repeated negative access alarms and air detected alarms. Rn attempted to troubleshoot as able by flushing lines, reversing lines and giving IV fluids.

Event description:
Filter during continuous renal replacement therapy (crrt) clotted and registered nurse (rn) unable to return blood to patient after repeated negative access alarms and air detected alarms. Rn attempted to troubleshoot as able by flushing lines, reversing lines and giving IV fluids.